Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year post filter deployment, CT revealed one of its prongs poking out of the venous and touching the aorta. It was also noted that there has been fragmentation of these filters in the past. CT performed due to right upper quadrant abdominal pain revealed the filter was tilted and it appears that one leg of this filter extends outside the inferior vena cava, either in or near the aorta. Approximately two years later, CT revealed changes consistent with gastric bypass surgery and two wire legs of the ivc filter extended outside of the medial wall of the inferior vena cava with one extending posterior to the aorta. The other leg appears to extend into the right wall of the aorta. Another CT revealed 4mm non-calcified pulmonary nodule right middle lobe and the filter was somewhat tilted with the tip abutting the anterior right aspect of the ivc with two of the wire legs appearing to extend outside of the medial wall of the inferior vena cava. Thin metallic densities overlie the mid chest bilaterally, stable from multiple previous films. The precise etiology of these are not clear. These likely represent tiny metallic foreign bodies that it lodged in the pulmonary arteries, possibly limbs from a previous inferior vena caval filter. Therefore, the investigation is confirmed for filter tilt, filter limb detachment and perforation of the ivc. However, the investigation is inconclusive for filter migration to heart. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: instructions for use: potential complications: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and/or dislodgment due to large clot burdens. Filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. Perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached, tilted, migrated to heart and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the patient had blood clots in both lungs post implant and experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event.investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine months post deployment, a computed tomography of abdomen and pelvis was performed for abdominal pain and the study showed that the filter was tilted. The study also showed that it appeared that one leg of the filter extended outside the inferior vena cava, either in or near the aorta. The provisional diagnosis concluded the filter with prong protrusion out of the filter system. Around two years and seven months, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that the filter was somewhat tilted with the tip abutted the anterior right aspect of the inferior vena cava. The study also showed that two of the wire legs appeared to extend outside of the media wall of the inferior vena cava and one extended posterior to the aorta. Also, other one appeared to extend into the right wall of the aorta. Around nine months later, an x-ray of chest was performed for cough. The study showed linear radiopaque density projected over the right lung redemonstrated. Around one year and six months later, an x-ray of pelvis was performed for pain. The study showed the malpositioned filter with cable penetration by the legs. One month later, an x-ray of abdomen was performed for left abdominal pain. The study showed the filter and some of the limbs of the filter were noted to extended outside the confines of the inferior vena cava. Around two months later, an x-ray of chest was performed. The study showed linear radiopaque density projected over the right hemithorax. Around three weeks later, an x-ray of chest was performed for mid chest pain. The study showed that radiopaque density projected over the inferior right hemithorax. There was also one overlaid the left hemithorax. Based on the appearance of the left-sided abnormality, it was suspected that these represented limbs that have fractured from the filter and traveled into the pulmonary arteries. Around five months later, a computed tomography of abdomen and pelvis was performed for right lower extremity chronic edema. The study showed the filter was noted with the apex of the filter against the anterolateral right sidewall. Around five months later, an x-ray of chest was performed for chest pain. The study showed thin metallic densities overlaid the mid chest bilaterally, stable from multiple previous films. These likely represented tiny metallic foreign bodies that it lodged in the pulmonary arteries, possibly limbs from a previous inferior vena cava filter. A computed tomography of chest was also performed for chest pain on the same day. The study showed linear metallic appeared foreign body of unclear etiology noted within the anterior aspect of the right ventricle. Around eight months later, an x-ray of chest was performed for shortness of breath. The study showed linear radiopaque density overlaid the right chest again seen. A computed tomography of chest was also performed for shortness of breath on the same day. The study showed multiple filling defects were present within the pulmonary arteries bilaterally consistent with emboli. The study was positive for bilateral pulmonary emboli involving all lobes and prominent embolic burden. Around three years and five months later, a computed tomography of abdomen and pelvis was performed for pain. The study showed two of the medial tines were outside of the cava and behind the aorta. Therefore, the investigation is confirmed for filter tilt, filter limb detachment and perforation of the ivc. However, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown.labeling review: instructions for use:potential complications: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and/or dislodgment due to large clot burdens. Filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. Perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels.all of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients.a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.h10: b6,b7,d4(expiry date: 07/2011), g3, h6(conclusion),h11: h6(method),h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached, tilted, migrated to heart and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the patient had blood clots in both lungs post implant and experienced chest pain; however, the current status of the patient is unknown.